Event description:
This unsolicited case from united states was received on 27-dec-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 1 day was in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, after unknown latency was red, fever/feels feverish, she couldn't bend her knee, couldn't put any weight on it/ having difficulty bearing weight, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/ swollen/swelling is above the knee and also below the knee and had unreal pain. Also device malfunction was identified for the reported lot number. Medical history included meniscus repair in knee 4 years ago. No concomitant medication and concurrent condition was provided. Patient had a steroid injection in her knee previously and had also received synvisc- one 7 years ago and had no problems with it. On (B)(6) 2017, in afternoon, patient received treatment with intra- articular synvisc one injection, 1 df, once (batch/lot number: 7rsl021 and expiration date: not provided) for knee osteoarthritis. At the time of the injection patient was sprayed with a numbing agent. Patient did not have any physical activity after the injection. On (B)(6) 2017 (in morning at 5 or 6 am), 1 day after the injection, patient was in bed and couldn't walk. Patient's knee blew up like a balloon that she could not even see it. Patient described it as swollen, red, with unreal pain, and also had a fever (onset date: (B)(6) 2017). On an unknown date in (B)(6) 2017, patient could not bend her knee or put any weight on it. Patient went to the hospital and was given steroids, antibiotics, strong pain medication and antiinflammatory. Patient was released the same day and for the past 3.5 weeks she had been in bed. Also reported that swelling was above the knee and also below the knee. Patient had to have family members help use a bedside commode because she could not flatten her foot to walk. Patient could only stand on the tips of her toes. Patient was recommended by her doctor to ice the knee. Patient's doctor had prescribed her one of the antibiotics mentioned on the recall letter and that her knee had started to improve a little. Patient could flatten her foot now when she stands but still having difficulty bearing weight. Reportedly, the swelling on patient's knee and above had gone down but below the knee there was still swelling and patient felt feverish (onset date: (B)(6) 2017). Corrective treatment: steroids, antibiotics, strong pain medication and anti-inflammatory for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, red, fever/feels feverish, she couldn't bend her knee, couldn't put any weight on it/ having difficulty bearing weight, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee, unreal pain outcome: recovering for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability and required intervention for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, required intervention for other events pharmacovigilance comment: sanofi company comment dated 03-jan-2018: this case concerns a patient who suffered from walking difficulty, weight bearing difficulty, localised erythema, fever, joint range of motion decreased, difficulty in standing, left knee swelling, and left knee pain after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided for all the events in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 27-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after 1 day was in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, leg became very very swollen; after unknown latency was red/ very red, fever/feels feverish, she couldn't bend her knee/could not bend leg, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee and had unreal pain/painful/terrible pain. Also device malfunction was identified for the reported lot number. Medical history included meniscus repair in knee 4 years ago. Patient had a steroid injection in her knee previously and had also received synvisc-one 7 years ago and had no problems with it. The patient was allergic to prochlorperazine edisylate (compazine) and codeine. The concomitant medication included atenolol for heart rate, levothyroxine sodium (synthroid) for thyroid, hydrochlorothiazide for blood pressure and bupropion hydrochloride (wellbutrin). On (B)(6) 2017, at approximately 09:45 a.m., patient received treatment with intra- articular synvisc one injection, 1 df, once (batch/lot number: 7rsl021 and expiration date: not provided) for knee osteoarthritis as a gel into knee for support/cushioning. At the time of the injection patient was sprayed with a numbing agent. Patient did not have any physical activity after the injection. On (B)(6) 2017 (in morning at 5 or 6 am), 1 day after the injection, patient was in bed and couldn't walk, leg became very very swollen, feverish, extremely painful, could not bend leg or put any weight on feet only. The knee was very red and pain. Patient's knee blew up like a balloon that she could not even see it. Patient described it as swollen, red, with unreal pain, and also had a fever (onset date: (B)(6) 2017). On an unknown date in (B)(6) 2017, patient could not bend her knee or put any weight on it. Patient went to the hospital and was given steroids, antibiotics, strong pain medication and anti-inflammatory. Patient was released the same day with 24 hours assistance and for the past 3.5 weeks she had been in bed. The patient thought it was minor but ended up serious. Also reported that swelling was above the knee and also below the knee. Patient had to have family members help use a bedside commode because she could not flatten her foot to walk. Patient could only stand on the tips of her toes. The patient was having terrible pain and had to be assisted to slide from bed to commode. Patient was recommended by her doctor to ice the knee. Patient's doctor had prescribed her one of the antibiotics mentioned on the recall letter and that her knee had started to improve a little. Patient could flatten her foot now when she stands but still having difficulty bearing weight. Reportedly, the swelling on patient's knee and above had gone down but below the knee there was still swelling and patient felt feverish (onset date: (B)(6) 2017). It was reported that the patient could not put any weight on left leg for almost a month. The patient had the most horrible experience she ever had. The patient could not get any more injection for 6 months. It was reported that the patient had been through a lot but never experienced such a frightening and painful thing in her life. She would never recommend the injection to anyone. According to the patient, no one had contacted her to explain how all this happened. Her leg looked like someone inflated it with air and blew it up 3 times its size. The patient could not lift her leg without help and had to apply cold pack. Her experience was very very scary. Corrective treatment: steroids, antibiotics, strong pain medication and anti-inflammatory for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, red/ very red, fever/feels feverish, she couldn't bend her knee/could not bend leg, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee, unreal pain/painful/terrible pain outcome: not recovered for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability and required intervention for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, required intervention for other events follow up information was received on 15-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. The past drugs, concomitant medication and concurrent conditions were added. The event of leg became very very swollen was added with details. The verbatim for the event of red was updated to red/ very red, that of the event of she couldn't bend her knee was updated to she couldn't bend her knee/could not bend leg, that of the event of couldn't put any weight on it/ having difficulty bearing weight was updated to couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg and that of the event of unreal pain/painful was updated to unreal pain/painful/terrible pain. The outcome for all the events was updated from recovering to not recovered. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who suffered from walking difficulty, weight bearing difficulty, localized erythema, fever, joint range of motion decreased, difficulty in standing, left knee swelling, and left knee pain after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided for all the events in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 27-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after 1 day was in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, leg became very very swollen; after unknown latency was red/ very red, fever/feels feverish, she couldn't bend her knee/could not bend leg, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee and had unreal pain/painful/terrible pain, gram negative infection (latency: unknown). Also device malfunction was identified for the reported lot number. Medical history included meniscus repair in knee 4 years ago. Patient had a steroid injection in her knee previously and had also received synvisc-one 7 years ago and had no problems with it. The patient was allergic to prochlorperazine edisylate (compazine) and codeine. The concomitant medication included atenolol for heart rate, levothyroxine sodium (synthroid) for thyroid, hydrochlorothiazide for blood pressure and bupropion hydrochloride (wellbutrin). On (B)(6) 2017, at approximately 09:45 a.m., patient received treatment with intra- articular synvisc one injection, 1 df, once (batch/lot number: 7rsl021 and expiration date: not provided) for knee osteoarthritis as a gel into knee for support/cushioning. At the time of the injection patient was sprayed with a numbing agent. Patient did not have any physical activity after the injection. On (B)(6) 2017 (in morning at 5 or 6 am), 1 day after the injection, patient was in bed and couldn't walk, leg became very very swollen, feverish, extremely painful, could not bend leg or put any weight on feet only. The knee was very red and pain. Patient's knee blew up like a balloon that she could not even see it. Patient described it as swollen, red, with unreal pain, and also had a fever (onset date: (B)(6) 2017). On an unknown date in (B)(6) 2017, patient could not bend her knee or put any weight on it. Patient went to the hospital and was given steroids, antibiotics, strong pain medication and anti-inflammatory. Patient was released the same day with 24 hours assistance and for the past 3.5 weeks she had been in bed. The patient thought it was minor but ended up serious. Also reported that swelling was above the knee and also below the knee. Patient had to have family members help use a bedside commode because she could not flatten her foot to walk. Patient could only stand on the tips of her toes. The patient was having terrible pain and had to be assisted to slide from bed to commode. Patient was recommended by her doctor to ice the knee. Patient's doctor had prescribed her one of the antibiotics mentioned on the recall letter and that her knee had started to improve a little. Patient could flatten her foot now when she stands but still having difficulty bearing weight. Reportedly, the swelling on patient's knee and above had gone down but below the knee there was still swelling and patient felt feverish (onset date: (B)(6) 2017). It was reported that the patient could not put any weight on left leg for almost a month. The patient had the most horrible experience she ever had. The patient could not get any more injection for 6 months. It was reported that the patient had been through a lot but never experienced such a frightening and painful thing in her life. She would never recommend the injection to anyone. According to the patient, no one had contacted her to explain how all this happened. Her leg looked like someone inflated it with air and blew it up 3 times its size. The patient could not lift her leg without help and had to apply cold pack. Her experience was very very scary. On unknown date, after unknown latency, patient saw her orthopedic doctor and was diagnosed as having the gram negative infection. It was reported that medicare would not pay for any more procedures that needed to be done on her knee because it was too close to the last procedure. Patient stated she needs her bills paid for. Patient has an ER bill, her sister was out of work to take care of her and she was in a lot of pain. Patient stated if she doesn't get help paying the bills, she might have to contact an attorney. Corrective treatment: steroids, antibiotics, strong pain medication and anti-inflammatory for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, red/ very red, fever/feels feverish, she couldn't bend her knee/could not bend leg, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee, unreal pain/painful/terrible pain; not reported for gram negative infection outcome: unknown for gram negative infection; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability and required intervention for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, required intervention for other events follow up information was received on 15-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. The past drugs, concomitant medication and concurrent conditions were added. The event of leg became very very swollen was added with details. The verbatim for the event of red was updated to red/ very red, that of the event of she couldn't bend her knee was updated to she couldn't bend her knee/could not bend leg, that of the event of couldn't put any weight on it/ having difficulty bearing weight was updated to couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg and that of the event of unreal pain/painful was updated to unreal pain/painful/terrible pain. The outcome for all the events was updated from recovering to not recovered. Clinical course updated and text amended accordingly. Additional information was received on 12-feb-2018 from patient. Additional event of gram negative infection was added with details. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 12-feb-2018: the follow-up infoprmation received doesnot alter the overall case assessment. This case concerns a patient who suffered from walking difficulty, weight bearing difficulty, localized erythema, fever, joint range of motion decreased, difficulty in standing, left knee swelling, and left knee pain after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided for all the events in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.

Event description:
Based on the information received on 06-apr-2018 from medical doctor, the case has become medically confirmed. This unsolicited case from united states rec on 27- dec-2017 from patient. This case concerns a 69 years old female patient who rec treatment with synvisc one injection and after 1 day was in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, leg became very swollen; after unk latency was red/ very red/redness, fever/feels feverish, she couldn't bend her knee/could not bend leg, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg/unable to full weight bearing/unable to bear weight due to pain, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee and had unreal pain/painful/terrible pain/excruciating pain/continues to have pain, gram negative infection (latency: unk). Also device malfunction was identified for the reported lot number. Medical history included meniscus repair in knee 4 years ago, venous thromboembolism, hyperlipidemia, left leg pain. Patient (pt) had a steroid injection in her knee previously and had also rec synvisc-one 7 years ago and had no problems with it. Pt was allergic to prochlorperazine edisylate (compazine) and codeine. Past drug included meloxicam and rosuvastatin. The concomitant medication included atenolol for heart rate, levothyroxine sodium (synthroid) for thyroid, hydrochlorothiazide for blood pressure and bupropion hydrochloride (wellbutrin), rosuvastatin, acetaminophen w/hydrocodone bitartrate, estradiol, atenolol (tenormin), acetylsalicylic acid (aspirin), celcoxib (celebrex) and atorvastatin. Pt did not have heart failure nor did she had kidney disease. Approximately three years ago pt fell, had swelling and had surgery to clean out knee and ankle. Since that time, her knee continued to get progressively worse. She continued having a feeling of giving way, in addition to clicking sounds, she had venous doppler ordered because of the swelling of her left lower extremity. On (B)(6) 2006, pt presented to doctor's office with chief complaint of left knee. Pt fell forward face first going down steps. Pt described severity as 7/10. Sign and symptoms included pain, context of the problem was fall. She continued to have pain and swelling. The pain was described as throbbing, sharp, stabbing and tender. Pt had frequency of urination and had difficulty sleeping, problems walking secondary to pain. Pt rec kenalog (corticosteroid) injection, left). Pt found to be positive for back pain, anxiety, high blood pressure (hypertension), heart palpitations, leg swelling, cholesterol problem (hypercholesterolemia), baker's cyst causes swelling of left lower extremity. Previous surgeries included left knee arthroscopy and meniscus repair, c-section (1983,1987), hysterectomy (1994), cerebral artery aneurysm clamp (1971). Family history included degenerative joint disease, heart disease, hypertension and hypercholesterolemia. Pt was disabled, did not exercise, use alcohol, tobacco or illicit drugs. Pt's x-ray revealed severe valgus arthritic change. On (B)(6) 2016, pt presented with left knee follow-up. On the same day, pt had transient synovitis. Pt recommended antiinflammatory and pain control. It was advised that the no imaging or lab evaluation was required. After injection, had tremendous amount of relief, however, the brace did not fit her knee, now having giving way feeling, would like to have a note stating she was unable to work. Has another injection of kenalog in left. Pt completed a series of viscosupplements which gave moderate relief. On (B)(6) 2017, presented for follow-up of left knee that worsened quite a bit. Also had low back pain that was worse when lied down at night and got better when she stands up again. Pt had pneumonia. Pt rec kenalog and pes-anserine left. Pt had degenerative disc disease, lumber spine. Pt prescribed with cyclobenzaprine for lower back and consider treatment with physical therapy. On (B)(6) 2017, pt rec synvisc one injection (lot number: 6rsl042) in left knee with good results. On 04dec2017, at approximately 09:45 a.m., pt rec treatment with intra- articular synvisc one injection, 1 df, once in left knee (batch/lot number: 7rsl021 and expiration date: not provided) for knee osteoarthritis as a gel into knee for support/cushioning and left knee pain. At the time of the injection pt was sprayed with a numbing agent. Pt did not have any physical activity after the injection. Reportedly that, few hours after the injection, pt developed such excruciating pain, swelling, redness and warmth. She had been unable to perform weight on her knee without excruciating pain and such that she had been in bed. She went to the emergency department and I did talk to the emergency department directly hand, she had some pain control but did not tolerate pain medications. On (B)(6) 2017 (in morning at 5 or 6 am), 1 day after the injection, pt was in bed and couldn't walk, leg became very swollen, feverish, extremely painful, could not bend leg or put any weight on feet only. The knee was very red and pain. Pt's knee blew up like a balloon that she could not even see it. Pt described it as swollen, red, with unreal pain, and also had a fever (onset date: (B)(6) 2017). On unk date in (B)(6) 2017, pt could not bend her knee or put any weight on it. Pt went to hospital and given steroids, antibiotics, strong pain medication, anti-inflammatory. Pt was released the same day with 24 hours assistance and for the past 3.5 weeks she had been in bed. Pt thought it was minor but ended up serious. Also reported that swelling was above knee and also below the knee. Pt had to have family members help use a bedside commode because she could not flatten her foot to walk. Pt could only stand on the tips of her toes. Pt was having terrible pain and had to be assisted to slide from bed to commode. Pt was recommended by her doctor to ice the knee. Pt's doctor had prescribed her one of the antibiotics mentioned on recall letter and that her knee had started to improve a little. Pt could flatten her foot now when she stands but still having difficulty bearing weight. Reportedly, the swelling on pt's knee and above had gone down but below the knee there was still swelling and pt felt feverish (onset date: (B)(6)). Reportedly that pt could not put any weight on left leg for almost a month. Pt had the most horrible experience she ever had. Pt could not get any more injection for 6 months. Reportedly that pt had been through a lot but never experienced such a frightening and painful thing in her life. She would never recommend the injection to anyone. According to pt, no one had contacted her to explain how all this happened. Her leg looked like someone inflated it with air and blew it up 3 times its size. Pt could not lift her leg without help and had to apply cold pack. Her experience was very scary. On unk date, after unk latency, pt saw her orthopedic doctor and was diagnosed as having the gram negative infection. Reportedly that medicare would not pay for any more procedures that needed to be done on her knee because it was too close to the last procedure. Pt stated she needs her bills paid for. Pt has an ER bill, her sister was out of work to take care of her and she was in a lot of pain. Pt stated if she doesn't get help paying the bills, she might have to contact an attorney. Reportedly that she continued to have pain unable to full weightbearing on it. The swelling had decreased and she had a stop of her fever that she reported as 102.5 degrees fahrenheit. Corrective treatment: anti-inflammatory and pain control (unspecified) for transient synovitis steroids, antibiotics, strong pain medication and anti-inflammatory for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, red/ very red/redness, fever/feels feverish, she couldn't bend her knee/could not bend leg, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg/unable to full weight bearing/unable to bear weight due to pain, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee, unreal pain/painful/terrible pain/excruciating pain/continues to have pain; not reported for gram negative infection outcome: unk for transient synovitis, gram negative infection; recovered/ resolved for fever/feels feverish; recovering/ resolving for her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee; not recovered for rest of events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51628 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events rec from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability and required intervention for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, required intervention for other events follow up info rec 15jan2018. Global ptc number added. Text amended accordingly. Add info rec 30jan18 frm pt. The past drugs, concomitant medication and concurrent conditions added. Event of leg became very swollen added with details. The verb for event of red updated to red/ very red, that of event of she couldn't bend her knee updated to she couldn't bend her knee/could not bend leg, that of event of couldn't put any weight on it/ having difficulty bearing weight updated to couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg and that of event of unreal pain/painful updated to unreal pain/painful/terrible pain. The outcome for all events updated frm recovering to not recovered. Clinical course updated. Text as amended accordingly.. Add info rec 12feb2018 frm pt. Event of gram negative infection added. Clinical course updated. Text amended accordingly. Follow up info rec 02mar2018. No new info rec. Add info rec 09mar18 frm pt. Warmth updated as symptom for event of her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee. Event term unreal pain/painful/terrible pain updated to unreal pain/painful/terrible pain/excruciating pain/continues to have pain, red/ very red updated to red/ very red/redness, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg updated to couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg/unable to full weight bearing. Outcome for event of her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee updated to recovering/ resolving and fever/feels feverish updated to recovered/ resolved. Medical history, family history and concurrent conditions added. Clinical course was updated. Text was amended accordingly. Add info rec 06-apr-2018 from medical doctor. Event transient synovitis added. Left knee pain was added as an indication of synvisc-one. Hyperlipidemia, left leg pain venous thromboembolism added as a medical history. Verbatim of event couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg/unable to full weight bearing was updated to couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg/unable to full weight bearing/unable to bear weight due to pain. Past drugs, concomitant medications added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-apr-2018: the follow-up information received does not alter the overall case assessment. This case concerns a patient who suffered from walking difficulty, weight bearing difficulty, localized erythema, fever, joint range of motion decreased, difficulty in standing, transient synovitis after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided for all the events in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 27-dec-2017 from patient. This case concerns a 69 years old female patient who received treatment with synvisc one injection and after 1 day was in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, leg became very very swollen; after unknown latency was red/ very red/redness, fever/feels feverish, she couldn't bend her knee/could not bend leg, couldn't put any weight on it/ having difficulty bearing weight/ could not put any weight on foot or leg/unable to full weight bearing, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee and had unreal pain/ painful/terrible pain/excruciating pain/continues to have pain, gram negative infection (latency: unknown). Also device malfunction was identified for the reported lot number. Medical history included meniscus repair in knee 4 years ago. Patient had a steroid injection in her knee previously and had also received synvisc-one 7 years ago and had no problems with it. The patient was allergic to prochlorperazine edisylate (compazine) and codeine. The concomitant medication included atenolol for heart rate, levothyroxine sodium (synthroid) for thyroid, hydrochlorothiazide for blood pressure and bupropion hydrochloride (wellbutrin). Patient did not have heart failure nor did she had kidney disease. Approximately three years ago patient fell, had swelling and had surgery to clean out the knee and the ankle. Since that time, her knee continues to get progressively worse. She continued having a feeling of giving way, in addition to clicking sounds, she had venous doppler ordered because of the swelling of her left lower extremity. On (B)(6) 2016, the patient presented to doctor's office with chief complaint of left knee. Patient fell forward face first going down steps. Patient described severity as 7/10. Sign and symptoms included pain, context of the problem was fall. She continued to have pain and swelling. The pain was described as throbbing, sharp, stabbing and tender. Patient had frequency of urination and had difficulty sleeping, problems walking secondary to pain. Patient received kenalog (corticosteroid) injection, left). Patient found to be positive for back pain, anxiety, high blood pressure (hypertension), heart palpitations, leg swelling, cholesterol problem (hypercholesterolemia), baker's cyst causes swelling of left lower extremity. Previous surgeries included left knee arthroscopy and meniscus repair, c-section (1983,1987), hysterectomy (1994), cerebral artery aneurysm clamp (1971). Family history included degenerative joint disease, heart disease, hypertension and hypercholesterolemia. Patient was disabled, did not exercise, use alcohol, tobacco or illicit drugs. Patient's x-ray revealed severe valgus arthritic change. On (B)(6) 2016, patient presented with left knee follow-up. After injection, had tremendous amount of relief, however, the brace did not fit her knee, now having giving way feeling, would like to have a note stating she was unable to work. Has another injection of kenalog in left. Patient completed a series of viscosupplements which gave moderate relief. On (B)(6) 2017, presented for follow-up of left knee that worsened quite a bit. Also had low back pain that was worse when lied down at night and got better when she stands up again. Patient had pneumonia. Patient received kenalog and pes-anserine left. Patient had degenerative disc disease, lumber spine. Patient was prescribed with cyclobenzaprine for lower back and consider treatment with physical therapy. On (B)(6) 2017, the patient received synvisc one injection (lot number: 6rsl042) in left knee with good results. On 04-dec-2017, at approximately 09:45 a.m., patient received treatment with intra- articular synvisc one injection, 1 df, once in left knee (batch/lot number: 7rsl021 and expiration date: not provided) for knee osteoarthritis as a gel into knee for support/cushioning. At the time of the injection patient was sprayed with a numbing agent. Patient did not have any physical activity after the injection. It was reported that, few hours after the injection, patient developed such excruciated pain, swelling, redness and warmth. She had been unable to perform weight on her knee without excruciating pain and such that she had been in bed. She went to the emergency department and I did talk to the emergency department directly hand, she had some pain control but did not tolerate pain medications. On (B)(6) 2017 (in morning at 5 or 6 am), 1 day after the injection, patient was in bed and couldn't walk, leg became very very swollen, feverish, extremely painful, could not bend leg or put any weight on feet only. The knee was very red and pain. Patient's knee blew up like a balloon that she could not even see it. Patient described it as swollen, red, with unreal pain, and also had a fever (onset date: (B)(6) 2017). On an unknown date in (B)(6) 2017, patient could not bend her knee or put any weight on it. Patient went to the hospital and was given steroids, antibiotics, strong pain medication and anti-inflammatory. Patient was released the same day with 24 hours assistance and for the past 3.5 weeks she had been in bed. The patient thought it was minor but ended up serious. Also reported that swelling was above the knee and also below the knee. Patient had to have family members help use a bedside commode because she could not flatten her foot to walk. Patient could only stand on the tips of her toes. The patient was having terrible pain and had to be assisted to slide from bed to commode. Patient was recommended by her doctor to ice the knee. Patient's doctor had prescribed her one of the antibiotics mentioned on the recall letter and that her knee had started to improve a little. Patient could flatten her foot now when she stands but still having difficulty bearing weight. Reportedly, the swelling on patient's knee and above had gone down but below the knee there was still swelling and patient felt feverish (onset date: (B)(6) 2017). It was reported that the patient could not put any weight on left leg for almost a month. The patient had the most horrible experience she ever had. The patient could not get any more injection for 6 months. It was reported that the patient had been through a lot but never experienced such a frightening and painful thing in her life. She would never recommend the injection to anyone. According to the patient, no one had contacted her to explain how all this happened. Her leg looked like someone inflated it with air and blew it up 3 times its size. The patient could not lift her leg without help and had to apply cold pack. Her experience was very very scary. On unknown date, after unknown latency, patient saw her orthopedic doctor and was diagnosed as having the gram negative infection. It was reported that medicare would not pay for any more procedures that needed to be done on her knee because it was too close to the last procedure. Patient stated she needs her bills paid for. Patient has an ER bill, her sister was out of work to take care of her and she was in a lot of pain. Patient stated if she doesn't get help paying the bills, she might have to contact an attorney. It was reported that she continued to have pain unable to full weightbearing on it. The swelling had decreased and she had a stop of her fever that she reported as 102.5 degrees fahrenheit. Corrective treatment: steroids, antibiotics, strong pain medication and anti-inflammatory for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, red/ very red/redness, fever/feels feverish, she couldn't bend her knee/could not bend leg, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg/unable to full weight bearing, she could only stand on the tips of her toes like a ballerina, her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee, unreal pain/painful/terrible pain/excruciating pain/continues to have pain; not reported for gram negative infection outcome: unknown for gram negative infection; recovered/ resolved for fever/feels feverish; recovering/ resolving for her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51628 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability and required intervention for in bed and couldn't walk/been in bed with assistant ever since/for the past 3.5 weeks has been in bed/ had to have family members help use a bedside commode because could not flatten foot to walk, required intervention for other events follow up information was received on 15-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. The past drugs, concomitant medication and concurrent conditions were added. The event of leg became very very swollen was added with details. The verbatim for the event of red was updated to red/ very red, that of the event of she couldn't bend her knee was updated to she couldn't bend her knee/could not bend leg, that of the event of couldn't put any weight on it/ having difficulty bearing weight was updated to couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg and that of the event of unreal pain/painful was updated to unreal pain/painful/terrible pain. The outcome for all the events was updated from recovering to not recovered. Clinical course updated and text amended accordingly. Additional information was received on 12-feb-2018 from patient. Additional event of gram negative infection was added with details. Clinical course updated and text amended accordingly. Follow up information was received on 02-mar-2018. No new information was received. Additional information was received on 09-mar-2018 from the patient. Warmth was updated as symptom for the event of her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee. Event term unreal pain/painful/terrible pain was updated to unreal pain/painful/terrible pain/excruciating pain/continues to have pain, red/ very red was updated to red/ very red/redness, couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg was updated to couldn't put any weight on it/ having difficulty bearing weight/could not put any weight on foot or leg/unable to full weight bearing. Outcome for the event of her knee blew up like a balloon that she couldn't even see it/swollen/swelling is above the knee and also below the knee was updated to recovering/ resolving and fever/feels feverish was updated to recovered/ resolved. Medical history, family history and concurrent conditions were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 9-mar-2018: the follow-up infoprmation received doesnot alter the overall case assessment. This case concerns a patient who suffered from walking difficulty, weight bearing difficulty, localized erythema, fever, joint range of motion decreased, difficulty in standing, left knee swelling, and left knee pain after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided for all the events in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.